Manufacturer narrative:
(B)(4). A batch review of potentially associated lot number 13i20h25 will be performed. Should additional relevant information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed for potentially associated lot number 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned , therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. At the time of the report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time. This is report 3 of 5 involved in this event.